Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported that perforation and pericardial effusion (pe) occurred. A left atrial appendage closure procedure was being performed. At an unspecified time during the procedure a cardiac perforation occurred. The bleeding would not stop and after ten (10) hours, the patient was transferred to surgery to remove the blood around their heart. The patient reported it was a painful experience and difficult to breathe.

Manufacturer narrative:
B3: estimated based on patient reporting this occurred approximately 2 years ago. D6a: estimated based on patient reporting this occurred approximately 2 years ago.